Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
As reported by the facility to the sales representative: nurse reported that a 2.7 fr cvc in a patient developed a visual bulge on the catheter, but was not leaking. The patient's mother did not want to replace the catheter because the child only needed the central line for another week. The next day the line broke with flushing and had to be repaired with a 2.7fr. Broviac repair kit.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appears to be use related. The product returned for evaluation was 2.7fr broviac catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed at the distal edge of the clamping oversleeve. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 's' shaped split; tensile weakness at the fracture site (due to material ballooning prior to burst); granular fracture surface texture (typical of tearing failure modes). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
As reported by the facility to the sales representative: nurse reported that a 2.7 fr cvc in a patient developed a visual bulge on the catheter, but was not leaking. The patient's mother did not want to replace the catheter because the child only needed the central line for another week. The next day the line broke with flushing and had to be repaired with a 2.7fr. Broviac repair kit.